Event description:
It was reported that the ilet issued alert 32 indicating a motor processor communication error, the alert persisted after a guided restart, and the patient was instructed to replace the pump and use backup therapy until the replacement was obtained. Symptoms included no adverse clinical effects, and the patient reported a blood glucose of 102 mg/dl. Outcomes included temporary therapy interruption with transition to backup therapy and preservation of device data and settings as communicated during troubleshooting. Investigation included review of device history and user-reported alert logs and instructions to shut down the device and return it for evaluation. Investigation of this device revealed a delivery motor communication malfunction consistent with a processor-to-motor comms fault, with the affected component identified as the delivery motor subsystem. It was concluded that the cause was a device malfunction related to internal communication failure.

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."